Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the positioning issues has been completed. The product was not returned. As per the clinical information provided, the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation. The root cause of the positioning issue was most likely patient movement.

Event description:
The user facility reported a 58-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella had migrated out of the left ventricle (lv) and another time it migrated into the aorta. In both instances, impella needed to be repositioned.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.